Event description:
The reporter stated that the implanted device became occluded and needed to be removed. There was no harm to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.